Event description:
A malfunction on the pump was reported by the caller, which occurred while changing the cartridge. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arose.